Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the operating theater the md used the pt's right leg (dx) to insert the catheter without problems. The first angioplasty was successful (two minute inflation) and visualization with contrast was simple. The catheter was repositioned on a further injury. The movement on the visio valve had been corrected and blood had never entered into the catheter. During the second delation the balloon did not deflate. After a few seconds the fluid from the balloon contained traces of blood and the visio valve had become hard to move. At this point the md had removed the catheter forcing it into the sheath and then removed the sheath and the catheter together. The length of time prior to the event was five minutes. The device was replaced successfully using the same insertion site. There was a delay/interruption in the procedure. There was no reported pt death, injury or complications. Medical / surgical intervention was not required.